Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. The pump was returned for investigation due to a significant amount of biomaterial observed on the impeller. No other physical abnormalities were detected. During testing, zero pump flow was recorded while running on p9. No logs were provided. As per clinical, pump was explant done due to consistent suction alarm and doubtful thrombus. The cause of the low pump flow issue was biomaterial wrapped around the impeller.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported 37-year-old male on impella cp support had constant suction alarms and questionable thrombus. Therefore, the pump was explanted and a new impella was placed. There was no reported patient harm.